Event description:
It was reported that following intraocular lens (iol) bilateral implantation, there was a refractive error of -3 and -3.5 diopter initially then after two (2) months refractive surprise around -1.00 to -1.25d both eyes. Through follow up we learned that the patient developed posterior capsule opacification (pco) and is unable to drive as distance vision is poor. A yttrium aluminum garnet (yag) laser capsulotomy was performed on both eyes, but the patient still has trouble with her distance vision. The lenses remain implanted. Visual acuity prior to implantation: right eye: 6/9 p pinhole 6/9; left eye: 6/18 pinhole 6/9. Visual acuity post implantation (day 2): good vision visual acuity post implantation (2 weeks): right eye: 6/24; left eye: 6/18p. No further information was provided. This report is for the right eye of the patient. A separate report is being filed for the left eye.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, as lens remains implanted. Telephone number: (B)(6). Health effect - clinical code: 4581: pco : posterior capsule opacification device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.